Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/04/2014-device evaluation:the pump has been returned and evaluated by product analysis on 05/30/2014 with the following findings:a review of the pump black box data revealed no evidence of a load step malfunction. A load step malfunction was not duplicated during testing. The pump was loaded and primed successfully. The force sensor calibration reading was within specifications. No defect was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was alleged that the pump primed the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.